Event description:
Ez/io driver was used to attempt IV access on a cardiac arrest pt. Device failed while attempting IV access in left leg, no IV access was ever obtained. Pt remained in cardiac arrest during transport and was pronounced deceased shortly after arrival at hospital. Dates of use: (B)(6) 2008 - (B)(6) 2010. Diagnosis or reason for use: IV access for cardiac arrest pt.